Event description:
After an implantation period of approx. 68 months, a battery error was observed in august 2021. No data was received for analysis. The patient was followed-up in regular intervals and the pacemaker was explanted in march 2022. No adverse patient events were reported. Should additional information be received, this file will be updated.